Event description:
Burn [thermal burn]; little blisters [blister]. Wears it at night while asleep/ sleeps for 6 hours/ falls asleep on his back while laying on the heatwrap [device misuse] has a permanent tattoo from the thermacare in the area where he gets a blister and it pops [scar]. Case description: this is a spontaneous report from a contactable reporter on behalf of her husband. A (B)(6) male consumer of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip), via an unspecified route of administration from an unspecified date in 2015 for lower back pain. Product was discarded by consumer therefore, lot # and expiration date are not available. Medical history included back pain and had surgery on his back in 2006 or 2007 to have a disc removed. Concomitant medication included methocarbamol (methocarbamol), ibuprofen ((B)(4)), and tramadol (tramadol). The consumer previously used thermacare heatwraps for back pain and experienced no adverse event. The reporter stated that the consumer wears it at night while asleep, usually sleeps for 6 hours. He falls asleep on his back while laying on the heatwrap and stays like that the whole night. On an unspecified date in 2015, the consumer experienced a burn. On an unspecified date, the consumer experienced little blisters and now the consumer has a permanent tattoo from the thermacare in the area where he gets a blister and it pops. The reporter also stated that some of the heatwraps were not working as they never got hot. Consumer described his skin tone as olive, has sensitive skin, but no abnormal skin conditions, diabetes, poor circulation, heart disease, difficulty feeling heat or pain on his skin, rheumatoid arthritis, decreased sensation or neuropathy. Consumer mentioned he has not previously used other heat products for pain relief. Consumer mentioned he was not wearing several layers of clothing over the product, he was not wearing a snug waistband/belt or similar applied pressure over the area, and he attached the adhesive to his body. The consumer did not engage in exercise while using the product. The consumer did read the usage instructions on thermacare before using the product. The action taken in response to the events for thermacare heatwrap was unknown. Therapeutic measures taken as a result of the events included triple antibiotic ointment and band-aid. The outcome of burn and blister was recovered. The outcome of scar is not recovered. The outcome of the other event is unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events thermal burn, blister, and device misuse as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event scar is assessed as associated with the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events thermal burn, blister, and device misuse as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event scar is assessed as associated with the device. This case meets initial 10-day EU and 30-day FDA reportability.